Event description:
Related manufacturer reference number: 2017865-2021-30025. It was reported that the patient was asymptomatic. The right ventricle and right atrial lead both exhibited noise inhibiting pacing. No intervention was performed. Patient was stable.